Event description:
A customer reported an occlusion alarm, leading to a visit to the emergency room followed by hospitalization. The customer experienced a blood glucose reading over 600 mg/dl with ketones. The customer was treated intravenously with fluids of saline and insulin. No permanent damage was identified, and the customer was released from the hospital on (B)(6) 2025. The customer changed supplies and continued insulin therapy.